Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there a surgical delay? If yes, what is the duration of the delay? No surgical delay. B. Can you confirm if depuy cement was used during the primary surgery? If yes, please provide the part and lot numbers of the cement. Quantity of the depuy cement used. - no, simplex was used during the primary surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: revision of attune tibial base plate and insert. Patient experiencing posterior knee pain while moving into flexion. Tibial base plate oversized during the initial primary operation. Downsized tibial component in the revision. No problems with the primary implants removed. The product was not returned to depuy synthes; however photos were provided for review. See attachment (revision 19 aug 1.jpg). Even though the photographs attached were reviewed and nothing indicative of a device nonconformance could be identified, the reported allegation can be confirmed as per the additional information provided by the customer "it was sized incorrectly and subsequently caused pain on the soft tissue around the knee. There were no other allegations against the implants". As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for the attune fb tib base sz 5 cem. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Were there any identified dimensional concerns with regard to the "over-sized" tibial tray implant that was removed--was it larger than expected for the size the implant was reported to actually be? It was sized incorrectly and subsequently caused pain on the soft tissue around the knee. B. Were there any other product allegations identified with respect to the "over-sized" tibial tray? There were no other allegations against the implants.

Event description:
Revision of attune tibial base plate and insert. Patient experiencing posterior knee pain while moving into flexion. Tibial base plate oversized during the initial primary operation. Downsized tibial component in the revision. No problems with the primary implants removed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.